Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The manufacturer received information from the customer stating, "¿please just ship all these devices without any repair, we will do it locally.¿ at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Corrections have been made to coding, which has been updated accordingly.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The manufacturer received information from the customer stating, "¿please just ship all these devices without any repair, we will do it locally.¿ at this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Customer approved/accepted service quote that was provided by manufacturer for repair of device. During the evaluation of the device at the third-party service center, the device failed the o2 low flow test step during testing. The active exhalation control module was replaced to address the issue.